Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A healthcare professional reported that nine days following an intraocular lens (iol) implant procedure, aqueous flare was observed. Aqueous was taken and no bacteria was detected. The doctor diagnosed the event as endophthalmitis. Additional information was provided that the event resolved or will resolve with treatment. Unplanned medical intervention was required. According to the surgeon, it is unknown if the device contributed to the event.